Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. (B)(4). The following info concerning the evaluation of the device is a summary of the info documented by the carefusion service dept tech. The carefusion service dept tech evaluated the device, verified the complaint and determined that the root cause of the failure was a damaged alarm reed plate. The carefusion service dept tech was unable to determine the cause of the damage to the alarm reed plate. However, this type of damage is generally caused by the application of a mechanical force of pressure against the reed on the alarm reed plate. The carefusion service dept tech replaced the alarm reed plate and ran the device through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion, the device was returned to the customer ready to be placed back into service. A review of the carefusion complaint system for the past 90 days did not find a verified like failures, thus carefusion considers this to be an isolated incident.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep. "Customer claims this unit does not alarm if one of the inlet gases are disconnected, this blender was (B)(6) on (B)(6) 2009, she wants to know if this repairs is going to be cover under service warranty. Give her a call. She is requesting an RMA#."